Manufacturer narrative:
As the device in question was not returned and no images provided it is difficult to determine the root cause of the complaint. The details provided indicate that the physician was using the tab as an anchor. The tab itself when welded in manufacturing is tested to an aql level to ensure the integrity of the weld. The manufacturing lot history records show that this lot of mesh passed the tensile test requirements. To ensure the integrity of the product all device history records were reviewed to ensure the product was manufactured and inspected properly. The review of the device history records indicates that the product was manufactured and inspected properly. Based on the details of the complaint, atrium medical cannot conclude that the mesh was faulty. If a product does not perform the way it is intended it could create a procedural delay. A delay during a procedure would impact the patient by prolonging anesthesia time and length of immobility on the table.

Event description:
Received a call from a hospital that the surgeon was doing a hernia repair and using the tab as an anchor. The tab pulled off. No patient injury.